Event description:
It was reported that the patient went to the clinic because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgical procedure was performed, during which a hole in the right cylinder was identified. The cause of the hole was not detailed by the hospital. The cylinder and the pump were removed and replaced. There were no patient complications.

Event description:
It was reported that the patient went to the clinic because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgical procedure was performed, during which a hole in the right cylinder was identified. The cause of the hole was not detailed by the hospital. The cylinder and the pump were removed and replaced. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was microscopically inspected, leak and functionally tested. Microscope examination revealed that the pump tubing was cut down to the pump block; the tubing was not returned for analysis. The pump passed the leak and functional test. Based on the information available and analysis results, the allegations of cylinder hole/perforation and device mechanical issue could not be confirmed due to the cylinder was not returned for analysis; therefore, a conclusion code of no problem detected was assigned to this investigation.